Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. In addition, the cause of the scope communication error (e216) was found to be corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The issue was found during the inspection for use. There were no reports of patient harm.